Event description:
It was reported that during routine cataract surgery with intraocular lens (iol) implant the trailing haptic detached. The iol remains in the pt's eye and there are no plans to explant.

Manufacturer narrative:
(B)(4). The intraocular lens remains implanted with no plans to explant. Mfg records are currently under review at the mfg site. At this time we have no reason to suspect this event is mfg related.